Event description:
A pt developed pimples on arms and face of two months duration and worsened incontinence within a few days of receiving an incontinence implant. The doctor performed a cystoscopy and found urethral inflammation. Pt was seen by a dermatolgist who could not identify the etiology of the pustules. The pt was treated with antibiotics and steroids. The skin condition is somewhat inproved. The pt had a negative skin test prior to receiving the incontinence treatment.